Event description:
Incident as reported: laparoscopic-assisted colectomy - "the septum was broken during operation. About 30 mins had passed after the start of the operation, a doctor detected a part of the broken septum in the monitor connected to a laparoscope. The doctor immediately retrieved all the pieces. According to the doctor, they had been inserted and withdrawn harmonic scalpel and gauze until the septum came off, but the condition and size of the gauze are unk. Since all the dropped pieces were retrieved on the spot, there was no serious health injury."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.